Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35w 6/box, lot #73k1600535 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The staples came out improperly or not at all. There were no clinical consequences.